Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. There may also be several root causes of leaflet immobility or leaflet restriction. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this 31 mm bioprosthetic mitral heart valve was explanted after four (4) years, six (6) months due to moderate to severe stenosis with restricted leaflets. Per obtained information, echocardiogram revealed stenosis with obstruction of the native anterior mitral leaflet tissue. Two (2) prosthetic valve leaflets were restricted and immobile and the mean gradient across the prosthesis was 8 mmhg. The prosthetic valve was excised, the native leaflets were resected, and a 29 mm pericardial bioprosthesis was used in replacement. Post-procedure, the mitral bioprosthetic valve was well seated with freely mobile leaflets and no significant perivalvular leak or valvular regurgitation.